Event description:
It was reported by the account that while cleaning the collet using air pressure, a piece of metal came out of the device. This occurred away from the procedure so there were no adverse consequences.

Manufacturer narrative:
The device has not returned to the manufacturer as of this date. When it does return an investigation is anticipated. This report will be updated if the investigation requires.